Event description:
The facility reports cna positioned the patient on the lift bath trolley and as the cna was moving the trolley from the bed, the patient fell out and hit the floor. The patient was taken to emergency. It was reported that the patient sustained a fractured neck, laceration to the forehead and nostril. Unfortunately, the patient later passed away.